Manufacturer narrative:
Date of event: exact date is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that on an unknown date, the depth gauge, handle with quick coupling, two (2) hexagonal screwdriver, and dynamic hip system/dynamic condylar system guide shaft were tagged as broken in medical device reprocessing department (mdrd). There were no patient or procedure involvement. This report is for one (1) hexagonal screwdriver. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.020; lot: 2081320; manufacturing site: bettlach; release to warehouse date: january 19, 2004. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified missing components and a deformed distal tip. The proximal pin component that secures the screwdriver handle to shaft is missing. Additionally, it was observed that the distal hexagonal screwdriver tip is malformed/stripped. Also, the holding sleeve component of the returned 314.02 small hexagonal screwdriver with holding sleeve assembly was not returned. No breakage was observed on any components of the returned device. Therefore, this complaint is confirmed for missing components and deformed tip, but not confirmed for the reported condition of breakage. Device history record (DHR) review: the returned device was manufactured in january 2004. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the following design drawings were reviewed during this investigation. Small hexagonal screwdriver with holding sleeve assembly. Screwdriver shaft component. Dowel pin component. Handle component. The small hexagonal screwdriver with holding sleeve [314.02(0)] is a common reusable trauma instrument, noted in multiple system technique guides including: small fragment. In each system, the driver is utilized to insert screws with 2.5mm hexagonal recesses. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a relevant dimensional inspection for the missing pin is not possible as the pin component is missing. The overall length of the screwdriver measured within specification per small hexagonal screwdriver with holding sleeve assembly design drawing. The hexagonal tip flat to flat width could not be accurately measured due to the post manufacturing deformation. The shaft diameter just proximal to the deformed hexagonal tip measured within specification per screwdriver shaft component design drawing. Material analysis: as no broken components were observed, a material analysis during this investigation is not warranted. Conclusion: a definitive root cause for the complaint condition could not be determined based on the provided information. It is possible that cumulative wear and rough handling for over 14 years of service have contributed. This complaint is confirmed for missing components and deformed distal tip, but not confirmed for the reported condition of breakage. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.